Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device has not been returned to the manufacturer.

Event description:
A site representative reported that the system was making a clicking noise. Also, reported slowness and freezing of the software in all applications. There was no patient present.